Event description:
It was reported that the arctic sun device was under the service plan. It is due for the 2000 hour preventive maintenance. It currently had the bad circulation pump. Per sample evaluation results on 10oct2023, it was reported that the l-tube & double l-tubing appears distended/expanded however water flow was not impeded. Performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was under the service plan. It is due for the 2000 hour preventive maintenance. It currently had the bad circulation pump. Per sample evaluation results on 10oct2023, it was reported that the l-tube & double l-tubing appears distended/expanded however water flow was not impeded. Performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress.

Manufacturer narrative:
The reported issue was confirmed. The device was evaluated upon receipt. Root cause is covered, "the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation. It was concluded that the following was the root cause: supplier ¿ root cause o inadequate verification and validation activities of the crimping process. O single pull test did not provide stability of process. O evidence was not provided when requested for maintenance of records or crimp. Tools o no crimp cross-sections provided". During evaluation, it was determined that the ac cca card and power module have degraded due to electrical overstress. Replaced the power inlet module and cca ca card. A DHR review is not required for this complaint. The labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported issue was confirmed. The device was evaluated upon receipt. Root cause is covered, "the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation. It was concluded that the following was the root cause: supplier ¿ root cause inadequate verification and validation activities of the crimping process single pull test did not provide stability of process evidence was not provided when requested for maintenance of records or crimp tools no crimp cross-sections provided". During evaluation, it was determined that the ac cca card and power module have degraded due to electrical overstress. Replaced the power inlet module and cca ca card. A DHR review is not required for this complaint. The labeling review is not required because labeling could not have prevented this issue. Correction: d UDI related data quality updates only UDI format updated with available product information per gudid as requested h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was under the service plan. It is due for the 2000 hour preventive maintenance. It currently had the bad circulation pump. Per sample evaluation results on (B)(6) 2023, it was reported that the l-tube & double l-tubing appears distended/expanded however water flow was not impeded. Performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress.